Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. The device was received with moisture damage on the motor, battery tube and vibrator assembly. The unexpected vibration and line across the display screen were unable to be verified due to blank display and constant tone. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 459 mg/dl. Customer treated their high blood glucose via manual shot. Troubleshooting for moisture damage was performed. Customer advised they dropped the insulin pump into the tub and it took a while until they realized the device was in water. Customer advised there was condensation under the display screen, they replaced the battery, they received an alarm, the device vibrated, the device made a humming noise and there was a line across the display screen. Customer advised the display screen went blank immediately after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.